Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04773, 3007963827-2016-00083, 0001822565-2017-07428. Concomitant medical products: item # 00576401752, nexgen lps-flex femoral, lot # 62815962. Item # 00596204217, nexgen articular surface with insert, lot # 62230486. Item # 00598801215, stem extension straight lot# 62448491. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. A picture taken in the operative room during the revision surgery was produced showing all the explanted parts. Evaluation of the picture identified that the inferior surface of both the femoral and tibial components are covered with bone cement remains. Bone cement chunks are missing from a triangular-shaped area in front of the keel and from the posterior area of the lateral condyle on the tibial component backside. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical devices: item # (B)(4), nexgen lps-flex femoral, lot # 62815962; item # (B)(4), nexgen articular surface with insert, lot # 62230486.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised due to swelling and pain.